Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open box and pouch from the lot number provided in the report. The label matches the product returned. The stem bumper from the proximal tip of the wire guide was not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the catheter kinked approximately 127.9cm, 130.6cm, and 131.5cm from the distal end of the white strain relief. The preloaded wire guide was included in the return. A functional test could not be performed due to the condition of the returned device. A visual examination of the distal end confirmed that the pellethane plug had separated from the balloon material at the distal end. The plug remained attached to the purple inner catheter and glue was present between the balloon neck and plug. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The additional information indicates that the balloon was inflated to 100 psi. The product labels, on the pouch and box, as well as the catheter tag all state that the recommended maximum inflation pressure for the product said to be involved is 90 psi/6 atm. This is the most likely cause for the report. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal stenosis, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] user opened the package and advanced the device through endoscope and inflated the balloon while finding out the balloon cannot be inflated with leaking issue. User retracted the device from patient and found out the balloon detached from outer sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.